Event description:
The customer reported that her blood glucose reached 27.8 mmol/l (517 mg/dl) after wearing the pod for longer than 48 hours. Upon inspection, she noticed the cannula was bent and it was not properly inserted into her skin. She was able to lower her bg with the new pod.

Manufacturer narrative:
The product will not be returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was not properly inserted into the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. See scanned page. No product lot number was reported therefore, no qualification records were reviewed.